Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that the cause of the issue was due to having stimulation too low and they had a change in activity level. They changed program and the issue was resolved. Patient called back and said that he was doing good after adjustment on december 1. It seemed like it worked pretty good for a while, and now wetting real bad. Patient is still wearing pads and wetting them everyday. Last time stimulation was going down leg. They changed it some and not going down leg. Patient said it isn't helping much. Checked current setting and he was on program 6 at .7v. On the call he increased the stimulation to 1.0v. He said it felt comfortable. The patient was advised to monitor his symptoms for a couple days and see if the symptoms improve. The patient will see the healthcare provider (hcp) on (B)(6)2022.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient noticed their device is helping their symptoms more at night then during the day. Patient stated their bladder cannot hold water like it should during the day and at night they do not have to wear a pad. Patient mentioned that during the day they will still get their pad wet a bit. Patient also stated that yesterday (B)(6) 2021 when working outside they had experienced a lot of leakage. Patient stated they have always had leakage problems but after the implant the leakage was "a little less than before". Patient confirmed they are experiencing a 30-40% reduction in symptoms with current stimulation settings and that patient was on program 5. Patient increased stimulation and stated they felt a shocking sensation but later said the sensation dissipated so they hardly feel it. Patient also confirmed they felt the stimulation down their left leg. Patient changed to program 6 and confirmed stimulation was on. Patient increased stimulation until they felt a comfortable fluttering in their bicycle seat area. Encourage patient to document symptoms. Patient stated their hcp warned them not to turn their stimulation up too high as patient could damage their nerve endings. The patient was redirected to their healthcare provider to further address the issue if increasing stimulation concerns them. Patient stated they have a follow-up appointment with their hcp in (B)(6) 2022. Patient declined to have handset quick guide sent to them via email as they stated they do not have email.

Event description:
Additional information was received from the patient. Pt reports went to see hcp on (B)(6) and was switched to program 2 at 0.9v. Pt reports was working for a couple of days but then started leaking again. Pt reports it wearing a pad during the day and the leakage is aggravating. Pt denies feeling stimulation in bicycle seat area. Pt increased therapy strength to 1.1v and will leave to assess symptom relief. Agent reviewed different programs and external equipment general use. Pt reports has a better understanding. Since implant they are still wetting, pt said when they have had changes to their setting it "does good for maybe a day" then they go back to wetting. Pt said they have been changing their setting every 2 weeks but still not getting the results they would like. Pt said in (B)(6) dr changed their setting to program 2 at 0.8 and pt has been increasing. Pt synched with their programmer and reported stim was on program 2 at 1.1, they felt stim in their bike seat area and felt it a little going down their leg. Reviewed interstim education information, comfortable stim sensation information and therapy optimization information. Pt said they were waiting for a call back from their doctor, they synched with their equipment during the call and said they wanted to increase to 1.2 to see if that would help their symptoms. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that the cause of the issue was due to having stimulation too low and they had a change in activity level. They changed program and the issue was resolved. Patient called back and said that he was doing good after adjustment on december 1. It seemed like it worked pretty good for a while, and now wetting real bad. Patient is still wearing pads and wetting them everyday. Last time stimulation was going down leg. They changed it some and not going down leg. Patient said it isn't helping much. Checked current setting and he was on program 6 at .7v. On the call he increased the stimulation to 1.0v. He said it felt comfortable. The patient was advised to monitor his symptoms for a couple days and see if the symptoms improve. The patient will see the healthcare provider (hcp) on (B)(6)2022.